Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a blank display. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer stated the blank screen after was battery changed. The customer states the display was not blank less than 30 seconds. It was reported that the display did not return after pump restart. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.